Manufacturer narrative:
The reported speaker issue was confirmed. The device was repaired, and tested to meet all specification on (B)(6) 2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00331).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an speaker issue with the device on (B)(6) 2017, "I know it's flu season, but we have another pump with laryngitis. Lost it's voice this morning ((B)(6) 2017) when we were getting ready to get clinic started. I checked the setting, the volume is on high. There are no patients involved or affected."